Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 failed. A field service engineer confirmed the customer reported that the drawer clicks but does not push open. The rss log shows multiple failures over the past week where the drawer failed to open. The retractor band, latch, catch, and inseparable were all confirmed to be in good condition, and the solenoid was functioning properly. The sensor wiring harness was inspected with no issues found, and the sensors operated correctly in diagnostics. Intermittently, the drawer could be felt binding just as it was about to latch. The c channels were inspected with no issues, and the rails had been replaced two weeks ago, showing no binding during opening or closing. However, the bumper slide was missing from the rear of one rail and damaged at the rear of the other. After replacing the bumper slides, the intermittent binding could no longer be felt as the drawer approached the latch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck when opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.